Event description:
It was reported that biomed had a arctic sun device that was not filling, the inlet pressure (ip) was reading -7.8 with a pump command of 0 percentage, coming in to had the pressure transducer checked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Pre cal and filling unit with no issues. Took the manifold off and cleaned with no issues. Preventatively replaced pressure transducer. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Corrections: d, e, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was not filling, the inlet pressure (ip) was reading -7.8 with a pump command of 0 percentage, coming in to had the pressure transducer checked out.